Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: in response to the event reported, a device history review was conducted for the provided lot number. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was provided to aid in our investigation. Our engineers were able observe the foreign material in the syringe body. The reported event has been confirmed. Compositional testing of the material was able to identify it as polydimethylsiloxane, the same material as the lubricant used on the gasket to ensure consistent application of pressure during injection. Based on the solid state of the polydimethylsiloxane, our engineers were able to determine that this occurred due to the polydimethylsiloxane not being completely dissolved prior to applications of the device. To prevent future occurrences of this issue our facility retrained out inspection teams in order to increase awareness of this issue. Bd will continue to track and trend for this issue.

Event description:
It was reported 9 bd syringe 50ml had foreign material. The following information was provided by the initial reporter: "foreign material in syringe".